Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "deflation" confirmed via mammogram. This record is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "deflation" confirmed via mammogram. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and broken plug strap was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.